Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that the bolus calculator was miscalculating the output of units of insulin to be delivered. Review of the customer's bolus history showed that the most recent bolus of 1.59 units had been fully delivered. In addition, based on the blood glucose (bg) value of 302 (mg/dl) entered and the correction bolus and target bg level at the time of the event, the pump calculated a bolus dosing of 3.03 units. In addition, as the customer had insulin on board (iob- active insulin in the body), the recommended bolus amount was reduced to 1.59 units. The contact acknowledged the information provided but did not believe that the amount of iob at the time of the requested bolus made up the difference in the dosing. Although requested, the contact was unable to verify the iob at the time of the requested bolus.